Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 5 on the home choice (hc). The technical service representative (tsr) had the hp cycle the power twice to press go to start and instructed the hp to disconnect and remove the cassette. The tsr explained the alarm and assisted the hp to clear the alarm. The tsr advised the hp to contact the nurse. The hp stated he would do a manual exchange in the meantime. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The hp used manual supplies to complete therapy that night and resume therapy the following day on the cycler. The hp followed up with the peritoneal dialysis nurse (pdrn) regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to lack of sample. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.